Event description:
The patient came with a skin lesion on the chest after bilateral breast reconstruction after mastectomy with implants 13 years ago. A biopsy on the lesion came back as alcl. I removed the implants and capsules and sent fluid for cytology. The r breast was filled with a thick red colored/brown colored fluid. The implants were allergan 410 shaped silicone implants. Biopsy proven alcl in skin lesion. Breast cancer and tissue expander/implant reconstruction. Dates of use: 13 years. Reason for use: breast reconstruction.